Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date information unknown / not provided.

Event description:
Doctor reported that mount got stuck at the implant, the screw inside gets stuck in the channel, so that mount cannot be removed without removing the implant. Then implant bed had to be prepared for new implant of the same length.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv,3.7,8, mtx, mg (tsvtb8) and associated mount were returned for investigation. Visual evaluation of the as returned products identified signs of use (wear) but no apparent signs of malfunction. Functional testing was performed to disengage the devices. They disengaged as intended. DHR review for the lot (1245927) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1245927) for similar events (complaint category keywords: does not disengage/release) and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified since devices condition in the patients mouth is nonverifiable and remains unknown.

Event description:
No further event information is available at the time of the report.